Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) stated his body "rejected" the pain stim device. Pt stated they found his back "got full of puss" about a month or two before the device and leads were removed from his body (B)(6) 2020; pt asked about what to do with the external equipment.